Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump declared an altitude alarm. The customer's blood glucose level was 168 mg/dl. Tandem technical support (cts) followed-up and the customer was able to clear the alarm and resume insulin delivery. The customer's blood glucose level was 198 mg/dl.